Event description:
On (B)(6) 2021, the lay-user/patient contacted lifescan (lfs) (B)(6), alleging that his onetouch verio2 meter read inaccurately high compared to another meter (verio flex). The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2021 at 11:00 am. The patient reported obtaining blood glucose readings of ¿115 mg/dl¿ with the subject meter and ¿105 mg/dl¿ on the other device, performed within 30 minutes of each other. The patient informed the cca that he manages his diabetes with diet; he claimed he stopped taking medication to manage his diabetes 1 year prior. The patient denied making any changes to his usual diabetes management routine due to the alleged issue. However, the patient claimed that 30 minutes after the alleged issue began, he felt ¿dizzy for a few minutes and passed out.¿ the patient stated he was immediately taken to the emergency room (ER) where he was treated with food. After treatment, the patient claimed he felt better and his blood glucose tested ¿81 mg/dl¿ on the ER meter. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. The cca noted the subject meter was being stored in the patient¿s car. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after obtaining an alleged inaccurate high blood glucose reading on the subject meter. The subject meter could not be ruled out as a cause or contributor to the event.